Manufacturer narrative:
On august 24, 2020, mentor became aware that the date of surgery is on (B)(6) 2020. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2. Field d7 explantation date has been updated to on (B)(6) 2020. Field h6 patient code "no code available" has been added. Field h6 method code has been updated to "device not returned". On august 31, 2020, mentor became aware of the following: patient's date of birth is on (B)(6) 1959; hence field a2 under section a has been updated to "on (B)(6) 1959". Patient's ethnicity non-hispanic white; field a5a and a5b has been updated under section a date of event was end of on (B)(6) 2020; hence, field b3 under section b has been updated to on (B)(6) 2020. Doi over 20 years ago; hence implantation date under field d6 has been updated to on (B)(6) 2000. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/ or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of an unknown age, race, and ethnicity underwent unspecified breast surgery with unknown size unknown saline implant and was presented with unknown side breast implant deflation. Sales representative called in to verify warranty coverage on a saline implant deflation but had no patient information. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Multiple attempts have been made to obtain additional details regarding this event. However, no additional information has been made available. Should more information become available, this case will be re-assessed, and supplemental report will be submitted.